Event description:
It was reported that the patient complained of occasional stimulation on the right side when laying down. The output of the lead was reduced, and the stimulation has decreased. The lead remains in use. Additionally, the bi-ventricular device was implanted without an atrial lead. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.